Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that when increasing stimulation, the patient could only feel stimulation in the left leg. The patient could not feel stimulation on back or right leg. The patient was redirected to their healthcare provider. It was further reported the patient programmer screen was blank. During call the patient replaced batteries and programmer worked. No further complications were reported/anticipated.